Manufacturer narrative:
Device evaluation- the returned device was given functional and delivery testing. The device was found to meet with specifications during testing. The event history log was downloaded and examined; this showed an error alarm 10037 had occurred; this type of error may indicate a motor problem. The motor was replaced as a preventive measure but no problems were identified during testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code lec 10037. No adverse effects were reported.